Event description:
Reportedly, the power of this programmer has sometimes turned on and off abruptly during the operation (the exact date is unk). Programmer software 2.40j was installed into this programmer on (B)(6) 2013. When information was printed out from information screen, the programmer serial number was garbled. An explanation is requested.

Manufacturer narrative:
(B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.